Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device history lot : please note, this DHR review is for sterilization procedure only: part no.: 450.585s, lot no.: l678912, manufacturing location: selzach, supplier: frueh ag, release to warehouse date: 01.dec.2017, expiry date: 01.nov.2027. Non-sterile 450.585 / l561997 was manufactured in mezzovico. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary visual inspection: the clips placed inside the holes are bent/damaged post production no visual defects manufacturing related have been identified on returned item. Drawing/specification review: the returned item has been manufactured in august 2017. No nonconformances or document change have been identified which may be related to the complaint condition. Dimensional inspection: the returned part was reinspected for all the features relevant to the complaint condition. The relevant measurable hole features have been found conforming to manufacturing specifications. Summary of the manufacturing evaluation: a visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition but no visual defects manufacturing related have been identified on returned item. The dimensional re-inspection and the document/specification review didn¿t identify any manufacturing defect or deficiency; thus, the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, patient underwent a posterior spine fusion surgery wherein a vectra-t plate and a titanium variable angle (va) vectra screw was used to fix c3-7. When the surgeon inserted the screw after trial, the locking was bent when the surgeon unlocked the screw. The surgeon tried to use another hole to tighten the screw. It was also noted that the locking was bent when the surgeon inserted the screw before lock. The surgery was completed by using a different plate and screw. There was less than 30 minutes surgical delay and there was no adverse consequence to the patient. This report is for a titanium (ti) vectra-t(tm) plate. This is report 1 of 2 for (B)(4).